Manufacturer narrative:
An event regarding a revision surgery involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: insufficient patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: not performed as the reason for revision is unknown. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Revision for mechanical problems was reported.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision for mechanical problems was reported.